Manufacturer narrative:
H4: the lot was manufactured between october 24, 2020 to october 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking under the hanger. The leaks were discovered during use of the devices. There was no patient injury or medical intervention associated with this event. No additional information is available.